Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this. A query of the complaint handling database revealed no other incidents for shaft detachment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, concentric unspecified artery, a kissing balloon technique was used and after balloon inflation/deflation the 2.5 x 15 mm tenku balloon dilatation catheter (bdc) was removed from the anatomy. After removal it was noted that the balloon of the tenku was separated and the separated portion remained in the guiding catheter. The separated fragment and the guiding catheter were removed as a single unit. A different tenku bdc and guide catheter were used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.